Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The manufacturer¿s international service technician replaced the power management printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the "check vent: primary alarm failed" alarm occurred while operation checks were being performed. There was no patient involvement.